Event description:
It was reported that the device was used during a low anterior resection. The device fired an incomplete staple line. Hand sutures were used to complete the case. There was no consequence to the pt.